Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin; the download data showed no abnormalities and fluid was able to flow through the fluid path without signs of struggle. The formed needle was visible in the exposed portion of the soft cannula. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to deploy as intended. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level rose to over 250 mg/dl. As treatment, the patient applied a new pod and performed a correction of 2-3 units of insulin.